Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was 155mg/dl at the time of the incident. The customer reported that the customer received failed battery alarm after replacing new battery. The customer pump was alerting repeated battery alerts low and bad battery as well has battery out limit. The customer was advised to discontinue use of the insulin and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. No unexpected failed battery test alarm, low battery alarm, battery out limit alarm, reprogram alarm or history anomaly noted. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.